Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) did not enter an unknown sheath, and the white tube tip was cracked during the attempt. As a result, hemostasis was achieved via manual compression. There was no reported patient injury. The procedure was diagnostic and performed via a retrograde approach by a mynx-certified deployer. Femoral artery suitability was verified on angiography including insertion angle, and vessel diameter was confirmed to be =5 mm. There was little or no vessel tortuosity and little or no presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved using manual compression for greater than 30 minutes. The sheath was not kinked or bent upon removal, no visible bend or damage was observed in the distal end of the balloon shaft after removal, and no excess force was applied during insertion. The device was stored and prepared in accordance with the instructions for use. The device was removed from packaging in compliance with instructions for use. The device is being returned for evaluation. Addendum: the sealant was exposed from the sealant sleeves on product evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) did not enter an unknown sheath, and the white tube tip was cracked during the attempt. As a result, hemostasis was achieved via manual compression. There was no reported patient injury. The procedure was diagnostic and performed via a retrograde approach by a mynx-certified deployer. Femoral artery suitability was verified on angiography including insertion angle, and vessel diameter was confirmed to be =5 mm. There was little or no vessel tortuosity and little or no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using manual compression for greater than 30 minutes. The sheath was not kinked or bent upon removal, no visible bend or damage was observed in the distal end of the balloon shaft after removal, and no excess force was applied during insertion. The device was stored and prepared in accordance with the instructions for use (IFU). The device was removed from packaging in compliance with the IFU. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position and partially exposed. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length was attempted; however, it could not be performed due to the frayed/split/torn condition observed on the sealant sleeves, which impeded accurate measurement of the slit feature. Additionally, due to the observed mynx control system ¿ deployment difficulty ¿ premature condition, the catheter working length was verified and found to be within the defined parameter. The measurement was obtained using a calibrated ruler. An attempt was made to perform the functional test to evaluate insertion and withdrawal of a catheter sheath introducer (csi); however, this could not be performed because the condition of the sealant sleeves impeded insertion of the applicable csi. Additionally, due to the observed mynx control system ¿ deployment difficulty ¿ premature condition, a simulated deployment test was performed to evaluate functionality. The unit worked as intended, deploying the sealant and retracting the balloon accordingly. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification evaluation was performed to assess the sealant sleeve surfaces. During this analysis, the previously identified frayed/split/torn condition was confirmed under magnification; however, no evidence of a crack was observed on the evaluated surfaces. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted. However, a frayed/split/torn condition of the sleeves was noted, which was likely the condition noted by the user. Also, the reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the observed failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.